Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as MDR ID: 2184052-2014-00064. It was reported that post-operative screw breakage occurred. At the index surgery, the pt underwent anterior lumbar interbody fusion surgery and posterior placement of title2 instrumentation at l4-s1. About 4 months later, the pt began to experience severe lower back pain. X-rays were performed which revealed 2 pedicle screws had broken. The pt later underwent revision surgery to replace the broken screws. Additional information was not made available.